Manufacturer narrative:
Revision occurred approximately 105 days after the primary surgery due to instability. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred on (B)(6) 2026 approximately 105 days after the primary which occurred on (B)(6) 2026. No fall or other trauma was reported. Based on comparing usage forms only humelock reversed centered glenosphere w/ screw cocr/ta6v 10° tilt ø36 mm and humeral cup standard pe/ta6v ø36/+ was explanted due to instability and replaced with humelock reversed centered glenosphere w/ screw cocr/ta6v 10° tilt ø40 mm and fx v135 humeral cup 135/145° stability pe/ta6v ø40 +6. Fx v135 stem ta6v ø36/16 cementless ti/ha was not replaced.